Event description:
It was reported that bd saf-t-intima y adp yel 24ga x 0.75in leaked sc butterfly's noted to not have manufactures rubber cap (stopper) in place. New sc butterflies replaced, and the rubber cap kept falling off. Not staying in place. Rubber caps needed to be manually tightened on each med administration. Customer response on 27-nov-2025: the date was indicated in the original complaint I back dated it. I do not remember at present. The lot number on the current products we have in stock is 5021739. There was no documented patient harm, but there were incidents where medication was leaking out of the devices where the cap kept falling out. Potential for patient not receiving their full dose of medication. We still carry the product and use them in our practice. I am unsure if we need to return them. The current lot we are using we have not seen the same issues. I am going to cc my manager and the stores department to advice.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.